Event description:
A discordant high sodium result was obtained on advia 1800 with one (1) pt sample. The initial result was reported to the physician. The physician questioned the results and sent the pt to another laboratory to be re-tested. The other laboratory tested the sample on two (2) different analyzers and the results from both systems were in agreement. The discordant results were not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. The fse cleaned the ise (ion selective electrode) and adjusted the buffer tubing, performed calibration and ran controls. The fse also cleaned the reaction tray wash unit and the dilution tray wash unit and the probes. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.